Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no patient involvement, as the customer was utilizing manual injections for insulin therapy at the time of the event. During troubleshooting with tandem technical support, the malfunction alarm was cleared.